Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials: 383512, batch#: unknown. It was reported that the bd nexiva 22 ga x 1 in single port catheter was defective / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Using a nexiva IV set 22 gauge I successfully initiated an IV. When I flushed the IV I discovered that there was a hole in the sl portion of the set. Blood sprayed all over my arm and into the air and on the floor. The pediatric patient then had to have multiple IV initiation attempted in order to gain IV access.